Manufacturer narrative:
The lot number was provided for 2 out of 5 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the five malfunctions. For two malfunctions investigation is confirmed for perforation of the inferior vena cava (ivc); however, the investigation is inconclusive for the filter tilt. Investigation confirmed for perforation of the inferior vena cava (ivc) and filter tilt for 2 malfunctions. The remaining one malfunction investigation is inconclusive for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model ec500j vena cava filter allegedly experienced perforation and tilt. These reports were received from various sources. The five malfunctions involved patients with no consequences. Of the five malfunctions, three were female and two were male. Four patient's ages ranged from 53-80 years and two patient's weights were provided a (B)(6) lbs. All other patient age, and weight was not provided.